Event description:
Customer reports the following: biomed reported bottom left pin is stuck. Recommended to biomed to do a deep alcohol clean on the pins, hard reboot and test infusion. Waiting for response from biomed on the following questions. Happened during active infusion? Patient harm? Cleaned pins/sensor and tried multiple cassettes? Hard reboot? Waiting for biomed to report serial number and power on pump to get logs. 8/18 biomed provided serial #, did not answer any other questions. 8/21 emailed biomed on patient harm question and whether or not happened during active infusion. 8/24/23-emailed biomed asking again if patient harm. Preliminary review indicates that this was due to a stuck lower loading pin preventing set from being loaded (currently not identified to be caused by physical damage). This did not stop an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.

Event description:
Left pin stuck causing error. Per the preliminary investigation, the issue was due to contamination causing sticking of the lower left loading pin. The issue was resolved with a thorough cleaning by the customer.